Event description:
The recipient reportedly experienced pain and discomfort at the implant site. The recipient's magnet strength was reduced. The recipient reportedly took topical and oral anti-biotics (type unknown).

Manufacturer narrative:
Advanced bionics considers this reportable event as closed. The recipient's pain has resolved. No further treatment details will be provided. This is the final report.